Event description:
The deceased was using oxygen via nasal cannula. She tried to open her oxygen cylinder and instead of gaseous oxygen, liquid oxygen came out and she sustained intranasal burns due to the liquid oxygen via the nasal cannula. The portable device was a puritan-bennett companion 1000.